Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2006. Subsequently, a revision has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.